Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. This issue occurred for a year with "several" cartridges from different batches. No adverse event was reported. The insulin cartridges were discarded; therefore, no product could be requested to be returned for product evaluation.